Manufacturer narrative:
Upon investigation of the actual device used in this incident, the problem cannot be reproduced. The technical support specialist has verified that the reported issue is not reoccurring. Therefore, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was freezing. The customer reported that the machine was giving error "device.ui.win has stopped working" which resulted freezing at the white screen. There were no adverse events or injuries reported based on this incident.